Event description:
The account generated nonreactive axsym anti-hcv results of 0.2 and 0.14 s/co on two different samples from a known hepatitis c positive pt. The physician questioned the results. The account retested both samples using a different axsym anti-hcv reagent lot and results were reactive. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.